Event description:
Consumer in (B)(6) reports, "the top part of the bristle plate seperated" from the brush while brushing her teeth. No injury reported.

Manufacturer narrative:
(B)(4): consumer discarded the product.